Event description:
It was reported that the patient presented to the hospital for a left ventricular (lv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was difficulty in disconnecting the stylet from the lead. The insulation was damaged in the process . After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient condition is unknown.